Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical solutions center (tsc) specialist advised the customer to run a precision test to determine the cause of the potentially discordant prothrombin time (pt) results on the sysmex ca-620 system and the customer did not follow the recommended instructions. The tsc specialist advised the customer to not report patient results until the issue is resolved. The customer indicated the issue was resolved and they refused service. The customer indicated that they stopped experiencing issues once they started using conical cups on internal quality controls. The cause of the potentially discordant pt results is unknown. The system is performing according to specifications. No further evaluation of this system is required. MDR 9610806-2017-00108 and MDR 9610806-2017-00109 were filed for the same event.

Event description:
Non-numerical prothrombin time (pt) results were obtained on a patient sample on the sysmex ca-620 system. Based on these results, the customer reported a result of >9.3 inr (international normalized ratio) to the physician, who did not question the result. The patient's blood was redrawn and rerun on the same system, in duplicate. A potentially discordant pt inr result and a non-numerical pt result were obtained on the redrawn patient sample. The correct result for this patient is unknown and the customer did not provide a corrected report to the physician. Prior to running the patient sample, one of the internal quality controls recovered out of range on the day of the event. The customer indicated that she ran the patient samples after the internal quality controls recovered within expected ranges. There are no known reports of patient intervention or adverse health consequences due to the potentially discordant pt results obtained on the patient samples.